Event description:
It was reported that the cartridge was leaking from an undefined location. Customer declined follow up from tandem technical support. Therefore no additional information was available. The customer's blood glucose level was 85 mg/dl,

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.